Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a probable temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event(s) of peritonitis. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Individuals undergoing pd therapy (manual or cycler based) are at high risk for developing infections of the peritoneum. Limited information precluded an extensive and thorough investigation. While there is currently no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse event. The liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the patient¿s adverse event(s). Given the lack of causality, no product/device availability for manufacturer evaluation, and the absence of detailed follow-up, there is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the event(s).

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient has peritonitis. Additional information was requested, however; to date was not provided.